Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 17:16 the result from the meter was 3.0 inr and within 7 hours the laboratory test result was either 2.2 inr or 2.3 inr. The customer could not remember the specific result. The customer's therapeutic range is 2.0 - 3.0 inr. The customer has no symptoms of high blood pressure, no changes in their coumadin dosage, does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin. The customer is on a no sodium diet. The customer has had other changes in their medication including clopidogrel. The customer's meter and test strip have been requested for return. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 3.0 inr , qc 2: 3.0 inr, qc 3: 3.0 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The maximum difference between measurements was 0%.